Manufacturer narrative:
B5 updated with additional information received and h6 coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction/resistance during delivery of the pipeline. The distal end of the pipeline was frayed.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield device was returned for analysis inside a dispenser coil, inside an open pipeline flex shield inner pouch and carton, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex shield device braid was observed to be partially deployed at the distal tip of the introducer sheath. The tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends were open and frayed, while the middle part was fully open without damage. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the braid¿s distal and proximal ends of the returned pipeline flex shield device were open and frayed. However, the root cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the pipeline was not positioned in a bend, ruling out the user deploying the braid in the vessel bend as a possible cause. Therefore, severe vessel tortuosity and damaged braid could have contributed to the failure to open issue. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield flow diversion stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 9mm and the neck diameter was 4.5mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.8mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered.  It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When less than 50% of the pipeline was deployed, the distal end failed to open. It was noted that the pipeline was not positioned in a bend. The pipeline was resheathed, the sleeves were inverted, and the device was redeployed but still failed to open. The pipeline was resheathed two or less times; no other additional steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. It was noted that the distal end of the pipeline braid was damaged. Axium coils were then used instead to successfully embolize the aneurysm. There was no harm or injury to the patient. Post-procedure angiographic results were ok. Ancillary devices: ballast guide catheter, phenom 27 microcatheter (fg15150-0615-1s, lot: 230181944), avigo guidewire (103-0606-200, lot: d010471), axium coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.